Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The following cosmetic damage was found on the pump: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that she keeps experiencing high blood glucose episodes. The customer's blood glucose at the time of incident was 333 mg/dl, but her current blood glucose when she called the helpline was 426 mg/dl. The customer states that she does not feel any symptoms of high blood glucose, but that her sugar keeps going up despite treating it with the pump. Troubleshooting was initiated for high blood glucose levels; the customer found that the cannula was bent and the insulin pump's drive support cap was damaged. The customer was advised to follow her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.